Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. Functional testing including leak, clear passage, and clamp function testing were performed and no issues noted. The reported condition was verified. The cause of the condition is due to inadequate solvent application to the main body during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had a separation between the female connector and the main body of the twist clamp. This was identified by the nurse at the patient¿s home during treatment for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.